Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen was frozen on the "preparing to fill" step during the load sequence. During troubleshooting with tandem technical support, the frozen display was able to be cleared by triggering a button alarm. The customer was able to complete the load sequence successfully. Customer's blood glucose level was 354 mg/dl with large ketones and was addressed with manual injections.